Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a cartridge change the user connected the luer connector and tubing outside the ilet, which led to a leaking cartridge; the user then received education to connect the cartridge, luer connector, and tubing with the cartridge installed in the ilet, and the supply change was subsequently successful. Symptoms included no change in blood glucose and no reported clinical effects. Outcomes included no injury, no medical or surgical intervention, and no hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed user setup error resulting in an improperly attached infusion connection and leak. It was concluded that the event was due to user handling and that device function was restored after correct setup and replacement of supplies.